Event description:
Spouse of home pt (hp) reports supply line of homechoice set became disconnected from supply bag during apd treatment. Hp could not remember specifics of evening however believes after receiving alarm on homechoice device hp disconnected self. Baxter tech assisted hp in ending treatment early. No pt injury or medical intervention required per hp.